Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an electrical reset. Approximately five years and nine months later, the right ventricular (rv) lead exhibited undersensing resulting in inappropriate pacing in addition to t-wave oversensing (twos). It was further reported that the patient presented to the emergency department (ed) and the patient went into cardiac arrest. The crt-d was at end of service (eos) and exhibited a longer than expected charge time and triggered a charge circuit timeout. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.